Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, a crack in the outer coating of the fiber caused a burn to the nurse's scrubs and theatre grown. When the surgeon began the procedure, there was no laser beam seen in the scope. However, the laser came out of the crack and burnt the nurse's gown. Upon examination, it looked as if it was folded which caused a break in the coating. The packaging of the fiber was intact and did not seem flattened by a heavier item. There was no resistance when advancing the fiber into the scope. The fiber was replaced, and the procedure was completed with the new fiber. A fiber pole was used to keep the fiber length clear of potential kinks or bends during the procedure. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis, therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannoot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, a crack in the outer coating of the fiber caused a burn to the nurse's scrubs and theatre grown. When the surgeon began the procedure, there was no laser beam seen in the scope. However, the laser came out of the crack and burnt the nurse's gown. Upon examination, it looked as if it was folded which caused a break in the coating. The packaging of the fiber was intact and did not seem flattened by a heavier item. There was no resistance when advancing the fiber into the scope. The fiber was replaced, and the procedure was completed with the new fiber. A fiber pole was used to keep the fiber length clear of potential kinks or bends during the procedure. There were no patient complications reported.